Event description:
It was reported that the issue was identified during the preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, and correction. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 8/16/2024. Updated fields: h2, h3, h4, h6, h11. Corrected fields: b5, d9, e1 - first name, e1 - last name, e1 - email, e1 - phone number, g3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: focus was not working some time due to bad cable unit connector. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the procedure, the subject device failed to focus. There were no reports of patient harm.